Event description:
Surgeon was inserting a screw into acetabular shell with the universal shaft attached to black handle. Upon final seating of screw into shell the tip of shaft broke off and remained in screw head. Surgeon was unable to retrieve broken tip from head of screw. Screw was fully seated into shell and not taken back out.